Manufacturer narrative:
Following receipt of the AED, all data files were downloaded from the device. There weren't any data files for the date of the reported rescue so csc was unable to perform a data review to determine if the AED functioned correctly during the actual rescue. The device evaluation included impedance tests, 30 minutes of 30 second self tests, inspections of the main board and assemblies, testing of ECG circuitry components, inspection of the battery harness and patient connector harness. No errors or problems occurred during testing and no hardware problems were found. Simulated use testing was performed to determine if the AED could deliver a shock without the shock button being pushed. The simulated use testing included sequences where the shock button was and was not pushed following shock advisory. When the shock button was pushed the AED delivered a shock and when the shock button was not pushed the AED correctly didn't deliver a shock. The AED worked as designed during the simulation. The investigation did not find any issues with the AED and the reported problem could not be reproduced. The AED is being serviced and returned to the customer.

Event description:
The customer reported an event which occurred approximately 2.5 years ago. A fire crew responded to a dispatched call and upon arrival found an unconscious and unresponsive person in bed. It appeared the patient had choked on food. After moving the patient to the floor, the airway was cleared and CPR was started. Other fire crews arrived and started ambu bag and 100% oxygen flow. The AED pads were attached and the AED began analyzing the patient's rhythm. Bystanders were cleared and the AED delivered a shock without manual intervention by the first responders. Ems and paramedics arrived and transported the patient from the scene. The patient survived.

Manufacturer narrative:
The device has been received from the customer and is being evaluated.